Manufacturer narrative:
H3: product has not yet been returned. Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The health care professional contacted lifescan on 10/04/05 and alleged that the facility's surestep flexx meter was reading inaccurately low. The subject meter reading (47 mg/dl) was compared to lab results (198 mg/dl and 200 mg/dl, performed within 30 minutes). The patient was alert at the time of testing and was given IV d50 glucose by the nurse after the low result on the subject meter. Therefore, there was intervention between the meter and lab results that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. The patient was not harmed and the lab result does not reflect serious injury. The patient was given appropriate treatment based on the subject meter's result. The reporter was more concerned about the staff not receiving training to perform blood glucose tests on the meter and stated that they "haven't really started using the meters yet." The information provided by the reporter has been obtained second or third hand and therefore no specific data was available regarding the unit of measurement, the testing technique, if the meter was coded correctly, and if the meter was within specifications with quality control.